Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary drainage procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, during the procedure, the guide catheter was retracted; however resistance was met and the guide catheter stretched and separated. The push catheter was cut, and the remaining guide catheter was withdrawn to deploy the stent and complete the procedure. It was confirmed that no pieces of the device detached inside the patient and no other damage was noted to the device. A hydrajagwire (bsc) was used during this procedure and it was confirmed there were no issues with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary drainage procedure of the common bile duct performed on (B)(6), 2011.according to the complainant, during the procedure, the guide catheter was retracted; however resistance was met and the guide catheter stretched and separated. The push catheter was cut, and the remaining guide catheter was withdrawn to deploy the stent and complete the procedure. It was confirmed that no pieces of the device detached inside the patient and no other damage was noted to the device. A hydrajagwire (bsc) was used during this procedure and it was confirmed there were no issues with this device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The delivery system was returned for evaluation. Visual evaluation of the returned delivery system revealed the suture to be intact (unbroken) at the distal end of push catheter. The push catheter was noted to be torn/broken at the distal end with the touhy borst assembly detached from the push catheter. The guide catheter was noted to be stretched and broken near the proximal end. The broken proximal piece of the guide catheter was found stuck on a guidewire assembly and could not be removed from the guidewire. No visible damages were observed on the guidewire assembly. Minor kinks were noted in the distal end of the guide catheter, however no suture impressions were found. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damage is likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.